Event description:
A malfunction alarm identified as "malf 9" was reported, but no notable events occurred prior to the incident. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support guided the customer to reset the pump; after doing so, the malfunction did not recur, and the customer was advised to continue using the pump and to report if the issue happens again.